Event description:
Specimen collection device inserted through trocar but bag did not deploy. Procedure converted to open "minilap" and lymph node specimens were manually retrieved. Cavity search by surgeon confirmed no bag deployed in abdomen. Manufacturer response for endoscopic specimen retrieval device, inzii universal retrieval system (per site reporter). Manufacturer rep.[representative] requested return of device for inspection/evaluation. Manufacturer will send device return package.